Event description:
It was reported that the user experienced loss of continuous glucose readings on the ilet following dexcom g7 sensor pairing activity, with pairing initially failing and signal loss attributed to the cgm interface. Symptoms included loss of cgm data display. Outcomes included temporary interruption of cgm-based insulin automation until signal was restored. Investigation included remote troubleshooting, device restart, reentry of the pairing code, and education on sensor pairing and warm-up. Investigation of this case revealed that cgm signal loss occurred and was addressed through re-pairing steps that resulted in a sensor pairing and initiation of warm-up, indicating a communication disruption rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with external factors and resolved through standard troubleshooting.